Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one closed sample and one open, unused sample with the needle detached from the thread (the needle is missing and the thread remains wound on the pack). To evaluate the conformity of these units, we performed the following tests: - tightness test to the closed sample received has been performed and the unit is tight. - needle attachment strength results conducted on closed sample received is 0.63 kgf in average and in minimum and fulfill the european pharmacopoeia (ep) requirements (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment strength results conducted on samples before releasing the product were 0.83 kgf in average and 0.61 kgf in minimum and fulfilled the european pharmacopoeia (ep) requirements (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. However, the most probable root cause is that the attachment of the needle was not correctly done as the open sample received shows that the needle escaped from the thread. Final conclusion: in spite of receiving a defective sample, the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use.